Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient is currently in hospice; therefore, there are no immediate plans to replace the device. Boston scientific technical services (ts) discussed how to de-activate the beeping alarm generated by the code 1003. The ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code (B)(4) indicative of battery voltage too low for the projected remaining capacity. The patient is currently in hospice; therefore, there are no immediate plans to replace the device. Boston scientific technical services (ts) discussed how to de-activate the beeping alarm generated by the code (B)(4). The ICD remains in service. No adverse patient effects were reported.